Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(6) male pt with an underlying medical condition of liver cancer underwent hepatectomy surgery. The surgeon discovered that the excel 36khz curved extended precision tip was incomplete before closing the surgical site. The missing part of the tip was about 1mm wide and 1mm deep. The tip was burnt at the end of the operation. It was reported that the cem nosecone was used during surgery for coagulation. The surgeon was worried that the missing part of the tip may have fallen inside the body of the pt. An x-ray of the pt was not done to find the missing tip. It was claimed by the user facility that the missing part was so tiny and they were very careful to clean the surgical site. The tip, however, was not found. The user facility questioned if the missing part of the tip might have been vacuumed or sucked up by the cusa sys. There is no adverse effect so far observed on the pt after surgery.